Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. Reportedly, the patient developed infection and planned to remove and reimplant new system. Additional information received from the field representative indicates that the infection proved to be surface level. Instead having a system explant, physician decided just to clean the surface wound. There were no additional adverse patient effects reported. The pacemaker remains in service.